Event description:
The technician moved the machine in the reverse direction. The machine did not stop, causing the technician's arm to be pinned between the handlebar and the wall, resulting in an injury.

Manufacturer narrative:
The technician reversed the machine, trapping the operator's arm and causing an injury. This was concluded to be an unintended, user induced incident and not a product malfunction of the device. The site was referred to the user manual for proper handling of the device. No other information is available at this time. Any additional infromation received will be filed as a follow up MDR.